Event description:
During surgery "complications other: stapler malfunction requiring laparoscopic ligation of renal artery stump" was noted. Blood loss from surgery was documented as 600ml in op note. Hg drop from 11.8to 9.5 - kidney transplant team was under the impression it was likely dilutional, surgical service thought likely blood loss.